Event description:
It was reported that the pump repeatedly displayed cartridge error out an empty cartridge, although it was not empty, leading to potential insulin waste. There was no reported impact on the customer's blood glucose level. The customer declined further troubleshooting, so no additional actions were taken.